Event description:
It was reported when using the bd vacutainer® k3e 5.4mg plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred 2000 times. The following information was provided by the initial reporter. The customer stated: blood draw of products 30% low incomplete vacuum. No injuries or serious problems. 30% low draft of blood tubes. According to our estimations, blood draw has decreased due to expiration date and storage conditions.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but one photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. The photograph shows the tubes with acceptable fill level. Additionally, 20 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k3e 5.4mg plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred 2000 times. The following information was provided by the initial reporter. The customer stated: blood draw of products 30% low incomplete vacuum. No injuries or serious problems. 30% low draft of blood tubes. According to our estimations, blood draw has decreased due to expiration date and storage conditions.